Event description:
Approximately 3 months post-procedure, the patient had a sudden onset ischemic stroke. The report is from the (B) (6) study. The patient was a (B) (6) female with a history of smoking and hypertension. The target lesion was the right mid internal carotid artery. Pre-procedure stenosis was 95%. Lesion length was 18mm and diameter was 5mm. The lesion was pre-dilated and mildly calcified and tortuous. Precise pro rx 9 x 40 and 9 x 30 stents were deployed in the target lesion. An angioguard rx, size 6 basket and was successfully deployed and retrieved during the procedure. The patient was discharged the following day. Approximately 3 months post-procedure, the patient had a sudden onset ischemic stroke with dysarthria, reflex change, left side hemiparesis, and left side hemineglect. Recovery was partial with major residual (left hemiplegia with left neglect). The stroke was not treated.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2010-00097. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.